Manufacturer narrative:
The root cause of the hematoma was unable to be determined. When the impella was returned there was no signs of damage to the pump. (B)(4).

Event description:
A patient experiencing a myocardial infarction had an impella cp placed. Later, after having a CT scan a hematoma was observed at the cp insertion site. As the team was moving the patient, the cp moved out of position and the team therefore replaced the pump. In addition to a new pump, the team infused blood product to the patient to treat the hematoma. The patient had blood infusion and manual compression to the site, and the patient's hematoma resolved.